Event description:
The reporter stated that she did a back to back blood glucose test, 1-2 minutes apart, using separate fingersticks, and got results of 13, 118 and139 mg/dl. No symptoms were reported. Upon follow -up, the reporter did a control solution retest using new test strips, and results were within range 129 (93-139).